Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on the device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when patient presented in clinic for a routine device follow up, premature battery depletion was observed on the device. Upon device interrogation, the device reached elective replacement indicator three months ago. No programming changes were made. The patient is pacemaker dependent. Device was explanted and a new device was implanted. Patient was stable.